Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report of a fenestrated bipolar instrument making a hole in the patient's intestine and a 'burr' being observed on the tip of the instrument, which could potentially be related to a product problem. Corrected information can be found the following fields: b1. B1 updated from "adverse event" to "adverse event and product problem".

Event description:
It was initially reported by the surgeon that during a da vinci-assisted internal hernia with small bowel obstruction repair procedure, the fenestrated bipolar forceps (fbf) allegedly made a hole in the intestine and a "burr" was observed on the tip of the instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors in the logs. The procedure was completed robotically. Isi followed up with the surgeon and obtained the following information: it is unknown if the instruments were inspected before use. The hole was discovered about 20 minutes into the procedure when the surgeon was running the bowel. There were 2 holes in the proximal jejunum and 1 hole in the mid jejunum or ileum. All the holes were about 5 mm in diameter and within 5-6 mm of the mesenteric side of the bowel. The holes were repaired using a 2-layer closure. There was no bleeding or additional excision of tissue required to repair the holes. The surgeon confirmed that there was no arcing or burns that caused the injuries to the bowel. It is unknown if the patient experienced any post-operative complications and how the patient is doing now. The surgeon does not know what caused the burr on the instrument. There was no collision of the instruments during the procedure. There were no issues inserting the fbf through the cannula during the procedure. No photos/ images are available for review. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode and intra-operative complication is unknown. Isi requested that the fbf instrument involved with this complaint be returned for analysis, but it has not yet been received. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. Isi has attempted to contact the site multiple times to gather additional information regarding the instrument/incident. However, as of the date of this report, no new information has been obtained. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. As of 01-nov-2021, a review of the site's complaint history does not show any additional complaints related to this product and/ or this event. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a review of the site's complaint history shows no complaints filed against the instruments. The fbf instrument involved in this complaint was on its final usage. The case was reviewed by an isi advanced failure analysis (afa) engineer and the following information was obtained: burrs usually occur when there is an excessive mechanical force on the instrument tips. These burrs can be caught before the procedure if the or staff inspects the tips of the instrument before use. This complaint is reportable due to the following: during a da vinci-assisted internal hernia with small bowel obstruction repair procedure, three holes in the bowel were discovered as the surgeon was running the bowel. The holes were repaired with a 2-layer closure. A burr was seen at the tip of the fenestrated bipolar forceps instrument during the case. At this time, the causes of the burr on the instrument and the holes in the patient's bowel are unknown.